Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found two untreated episodes and one treated episode due to oversensing of sense b artifact. During the treated episode, one inappropriate shock was delivered. This occurred in the primary vector. Ts recommended in-clinic system evaluation, x-rays, and vector analysis. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found two untreated episodes and one treated episode due to oversensing of sense b artifact. During the treated episode, one inappropriate shock was delivered. This occurred in the primary vector. Ts recommended in-clinic system evaluation, x-rays, and vector analysis. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.